Event description:
The patient underwent coronary artery bypass grafting (CABG) times 2 with aortic valve replacement (avr) over 2 months ago. The patient was discharged home a week later. The patient was re-admitted with aspergillis endocarditis and had the valve removed 7 weeks after implant. The patient remains hospitalized at this time.======================manufacturer response for bovine aortic heart valve, 23 mm thermafix magna ease valve (per site reporter).======================